Event description:
The customer reported the alarm does not power on even after they replaced the batteries with a new supply. The customer reported there are no visible signs of battery acid leakage or corrosion and the battery springs are not bent or missing. This was discovered during set up prior to placing it into use with a pt.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that the alarm has battery corrosion on one battery contact. The alarm did not power up with new batteries. When tested with a 9v ac adapter the alarm does power on and passed all functional tests. Note: posey IFU has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands with a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. If battery damage has occurred, or you see any corrosion, remove the alarm from the use immediately. Do not use the alarm if battery damage has been detected. (B)(4).